Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow to past the fill tubing step and received multiple, minimum fill notifications during the load process. The customer's blood glucose level was 147 mg/dl. Review of the pump data logs by tandem technical support show that the cartridge had been overfilled. The customer reported that the customer removed insulin from the original cartridge, and inserted it into a new cartridge and was able to complete the load process successfully and resume insulin delivery. Tandem technical support advised the customer to follow the proper load procedure as that was against labeling instructions. The customer acknowledged.